Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with an error that interrupted delivery. This condition was found in the radiotherapy room during infusion. It was also said that the pump "is not compatible with radiotherapy room including linear accelerator". There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4).